Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation on her back. The patient reported that her skin was itching, which caused her to scratch. Scratching would cause the patient's skin to break. The patient reported that her skin under one of the back electrodes was open. The patient also reported that her skin was irritated along the seam of the garment. The patient applied an ointment to the irritations. The medical outcome of the irritations is unknown.